Event description:
A coronary stent with delivery sys was successfully advanced and deployed to treat an area of dissection located at a bifurcation in the pt's mid-circumflex artery to obtuse marginal branch. Following the successful deployment of the stent, a ptca balloon was utilized to post-dilate the stent. Upon withdrawal of the post-dilatation balloon, it was reported that the balloon was caught on an internal strut of the stent, consequently dislodging the stent from the vessel. Upon removal of the ptca balloon, the stent was observed to be on the end of the balloon catheter. Another MFR's stent was used to successfully treat the area of dissection. There were no add'l complications reported relative to this event.